Manufacturer narrative:
Other, other text: additional information b5, h6 patient code no patient involvement. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received via email the issue did not fault during use with a patient and they have no further information.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case by the handle and visible contamination. Event log history was performed and indicated that primary audible alarm post was found in recording. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker and interconnect board as preventive measure and performed self-test/occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.